Manufacturer narrative:
Investigation found no damage or defects that would cause the cannula to dislodge or a failure of the pod to deliver insulin. Although no defects were present, the reported event could not be determined. No kinks were found on the soft cannula. Fluid path testing showed insulin was able to pass out of the distal tip of the soft cannula. There was no evidence of any damage or defects that would cause the pod failing to adhere. Although the pad was thoroughly inspected and no abnormalities were found, the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23. Warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 16.5 mmol/l (297 mg/dl) with ketones of 0.3, while wearing the pod between 24 and 36 hours on the arm. Multiple corrections were administered using the pod but the bg levels did not decrease. The patient's mother noticed that the cannula was not in the insertion site and the adhesive pad had lifted from the skin. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by patient activating new pod and bolus a total of 1 unit.